Manufacturer narrative:
Added concomitant products.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her sensor glucose and blood glucose were pretty far apart. The customer's blood glucose was 480 mg/dl. The customer treated high blood glucose with injections. The customer declined to troubleshoot for high blood glucose. The product was not returned for analysis.